Event description:
Ep lab located on hosp site had a pt go into ventricular tachycardia (vtac). Took pt off of the bloom and ge mac lab equipment and utilized a manual pacemaker. The procedure was an ep study eval for a possible ablation or defibrillator implantation. The boom and ge mac lab equipment was initially being used during the case until the dr began trying different rates and then the pt went into vtac, they used a hand held pacemaker to manually stabilize the pt and the sinus rhythm was restored. Pt was stated to be okay and a defibrillator was not necessary/or used. S1 intervals were initially set at 600 ms, then were changed to 590 ms (pause in stimulus) then they got an unexpected burst of 50 50 ms pulses. Possible use error. They noted that they have been using this unit constantly for 2 1/2 years and this was the first time they have encountered an issue. They have three labs with three bloom units and use them on a daily basis.